Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an alert for high and out of range right ventricular lead impedance. The lead capture threshold was slightly increased as well. Patient reported they do a lot of heavy duty upper body workouts. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition throughout.